Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted and essure may have broken apart in a patient. Patient was unable to have general anesthesia. Ptc investigation result received on 27-sep-2014. Ptc global number was (B)(4). Final assessment: when a term like broken apart is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description or product is returned for investigation, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the micro-insert, stretching of the inner catheter large tight pitch coil, breakage of the large tight pitch coil, or breakage of a portion of the delivery catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in dr-3020, design fmea for ess305. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported product quality issue. However, no adverse events were reported at this point in time. Neither batch number nor complaint sample were provided for further investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as no adverse events were reported at this point in time. Company causality comment: this medically confirmed report refers female patient who had essure (fallopian tube occlusion insert) inserted and essure may have broken apart in a patient. This event is non-serious and listed according to technical analysis later received. During difficult insertions, single cases have been reported of essure breakage. In this present case, physician stated that essure may have broken apart in patient. Based on the available information and due to lack of plausible alternative explanation, causality between the event and essure was considered as related. This case is regarded as other reportable incident due to device breakage (malfunction). According to technical analysis, the technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as no adverse events were reported at this point in time.

Manufacturer narrative:
Follow-up from 26-mar-2015: follow-up attempts have been done, with no response to date. Company causality comment: this medically confirmed report refers female patient who had essure (fallopian tube occlusion insert) inserted and essure may have broken apart in a patient. This event is non-serious and listed according to technical analysis later received. During difficult insertions, single cases have been reported of essure breakage. In this present case, physician stated that essure may have broken apart in patient. Based on the available information and due to lack of plausible alternative explanation, causality between the event and essure was considered as related. This case is regarded as other reportable incident due to device breakage (malfunction). According to technical analysis, the technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as no adverse events were reported at this point in time.